Manufacturer narrative:
(B)(4). Date of event: publication year of 2012. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: histopathological assessment in glossectomy: harmonic shears versus monopolar electrosurgery pilot study. Author : giovanni cristalli, md1, giuseppe mercante, md1, renato covello, md2, isabella sperduti, ms3, maria paola cristalli, md4, and giuseppe spriano. Citation: otolaryngology¿ head and neck surgery 147(6) 1076¿1082; doi: 10.1177/0194599812456966. The aim of the study was to gather information on outcomes and effect sizes of 2 surgical methods of glossectomy by using a grade system and an objective measure of artifacts in micrometers (um). Between january 2009 and december 2010, a total of 19 patients (male=10, female=9; mean age=59 years) with tongue carcinoma were included in the study and considered eligible for hemiglossectomy. The patients were divided into two groups: 11 patients (group a) were treated with monopolar electrocautery and 8 patients (group b) treated with harmonic focus curved shears (ethicon). During the procedure of ultrasonic shear group, the tongue was grasped at the mucosa incision line between the curved shears of the handpiece and control was activated at a power level of 3. Reported complaint included margin artifacts (comprised of margin fragmentation, cautery/crush artifact, extravascular blood clot, and capillary congestion) (n=8). In conclusion, when used to perform a partial glossectomy, harmonic focus curved shears produce less cautery/crush artifact, fewer extravascular blood clots, and a smaller artifact depth compared with monopolar cautery.